Event description:
Boston scientific received information that this patient presented to the hospital after receiving two shocks. The device was interrogated and revealed that there was noise on this right ventricular (rv) lead that was being oversensed. In addition, it was noted that the pacing impedance measurements were variable but still remained within normal range. An x-ray confirmed that this lead was fractured at the point of the clavicle. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that several days after the revision procedure, this patient subsequently died. Neither the cause of death nor the date of death was provided. The lead will not be returned for laboratory analysis. An attempt has been made to obtain more information but has currently been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A lead revision took place. The lead was explanted and discarded at the hospital. While attempting to gain access with the introducer, the patient experienced bradycardia and two shocks were delivered with an external defibrillator. The patient then experienced ventricular tachycardia (vt) and went into an arrhythmic storm. More external defibrillation was delivered and the patient then became hypoxic. A thoracotomy was performed and the heart was massaged directly. A normal rhythm was finally restored and the patient remained hospitalized. The rv lead was discarded and will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.